Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The usm 3 was analyzed and in logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, the ground strap was damaged, and the rolling loop fiber was misaligned, that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a training/demo of the da vinci system, the customer reported that they were having a mechanical issue on universal surgical manipulator (usm) 3. Customer was also having a message on vision side cart (vsc) touchscreen informing about movement restriction on that arm. The customer indicated they will not be able to use this system as a result of these issues. There was no report of patient involvement.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. Intuitive surgical, inc. (Isi) received the usm involved in the complaint. However, failure analysis has not completed their investigation. The probable root cause could not be determined based on the information provided.